Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular lead, the rv lead was noted to be bent. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of material twisted/bent was not confirmed. As received, a complete lead was returned in one piece. Visual, x-ray, and electrical analysis was normal with no anomalies found.